Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the clip remained in the channel (affecting suction function) due to stress applied to the subject device during the procedure. However, since olympus could not confirm the actual item during inspection, the root cause of the clip remaining in the channel was not identified. The event can be detected/prevented by following the instructions for use (IFU) in sections: "operation manual: 3.8 (detection method) inspection of the endoscopic system inspection of the suction function" "operation manual: 3.8 (detection method) inspection of the endoscopic system inspection of the instrument channel" "operation manual: 4.2 (preventive measure) insertion suction air/water feeding and suction" "reprocessing manual: 5.5 (preventive measure) manually cleaning the endoscope and accessories brush the channels" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The instrument was scoped with a slim diameter endoscope. No further clips or fragments of clips were identified with the biopsy channel. However heavy scoring was observed. Additionally, the device evaluation found the following defects: worn distal end, light cover glass and optical cover glass adhesive, insertion tube delamination, worn out control body - aspiration housing colored ring, worn out switch button, water ingress in the scope connector, misalignment of the insertion tube, damage to the biopsy channel, play evident in the up/down/left/right function, and a failure was noted in the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus employee reported that in the middle of a therapeutic gastroscopy, the suction function on evis lucera elite gastrointestinal videoscope stopped working. Attempts were made to clear the suction channel with a brush and a hemostatic clip came out into the patient¿s stomach and the suction function worked again normally. The suction function was tested prior to use and was working normally. The procedure was completed successfully with the same equipment with a 3¿5-minute delay. The physician believes that that the clip stuck in the suction channel could have been from the previous procedure and manual clean may not have been performed correctly. Reportedly, the scope was washed in the wassenburg machines and passed the normal washing cycle. It was reported that the scope was used twice after the procedure and worked fine. No trauma and no prolonged hospital stay was reported. No patient injury was reported.